Manufacturer narrative:
The device was returned to olympus and evaluated. The customer¿s allegation was confirmed. In addition to the reportable malfunction (white foreign material in the air/water tube) the evaluation found the following non-reportable malfunction(s): light guide lens had foreign objects; ceiling plate was deformed; scratches on grip, switch box, connecting tube, and universal cord; air/water-cylinder and suction cylinder had no color; plug unit, circuit board unit in suction connector, scope connector cover, and cable unit had corrosion due to water leakage; due to wear of angle wire, the play of up/down knob was out of the standard value the investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus the gastrointestinal videoscope had an air/water tube leak. It was not specified during what type of use the issue occurred. The device was returned and during the device evaluation the following reportable malfunction was found: white foreign material in the air/water tube. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.